Event description:
Patients reported that the charger port flap was missing, potentially exposing the pump to dust and debris, and the battery was behaving erratically, with levels jumping inaccurately from 50% to 0%. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.